Manufacturer narrative:
The device was returned to mmdg for evaluation of the complaint. During the investigation the motor failed diagnostic testing and during visual inspection the motor was found to have broken teeth, causing the motor failure. Volumetric testing could not be completed due to this failure. Because mmdg was unable to complete volumetric testing, this report was filed for the event.

Event description:
The initial reporter states that the pump was making clicking noises when running, but nothing is being delivered. The initial reporter stated that the event occured during testing and that there was no patient impact. (B)(4).